Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. UDI #: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = 0938b. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer reported that she topically applied one band-aid clear spot for three days. After feeling some pain, she removed the bandage and the area was puffy and red (reaction). This was the consumer¿s first time using the product which she was using to cover a cut on her upper arm. Consumer started using the product on (B)(6) 2018 and last used the product on (B)(6) 2018; which is also the day her event began. Consumer did not do anything to self treat the even. Consumer did go to urgent care, but was provided no treatment. Consumer¿s symptoms have improved since she stopped using the product.

Manufacturer narrative:
Device was used for treatment, not diagnosis device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. Product was manufactured on april 03, 2018. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.